Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had critical pump error image on the pump screen. The customer¿s blood glucose level was 105 mg/dl. Troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer stated that unspecified pump error was displayed before the critical pump error image displayed on the screen the customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.